Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level that ranged from 400 mg/dl to 573 mg/dl; cause was unknown. Customer changed pump supplies, administered a manual injection, and a bolus via the pump to address bg. Reportedly, customer alleged the basal settings were ¿incorrect¿ however that was unable to be verified. Additionally, it was reported that the pump time was incorrect by 25 minutes; cause was unknown. Customer adjusted the pump time to resolve the issue. In addition, it was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed to address the issue and customer reverted to manual injections for insulin therapy.